Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs was returned for clinical analysis. The analysis determined that the root cause for the deviations experienced in the or is a patient shift. The fact that the trajectories deviated to the same direction and by the same amount, further highlights a patient shift as the cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the surgery, the healthcare professionals thought a patient shift had happened as all of the screws were 3-5mm inferior after taking a follow up x-ray. They aborted the use of the guidance system and did freehand under fluoro. There was no impact on the patient outcome and the surgery was delayed by less than 1 hour.